Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, new patients and orders were not showing on one station. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, new patients and orders were not showing on one station. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient information on the server showed as an admission, discharge, transfer (adt) provided patient, and the patient appeared under a different visit identification and medical record number than what was listed in ephi on both the server and the station. A technical support specialist called the registered pharmacist to obtain dial-in access, connected to the device, and reviewed the logs. The device had been rebooted 14 times recently, but its uptime was stable. The station applier and debug logs confirmed that transactions were crossing both sides. The specialist contacted the customer via phone and email to confirm if the issue persisted. The issue was resolved by the health information technology (hit) team. The system functioned as intended after the technical support specialist resolved the issue.